Event description:
Bard simon nitinol filter placed in ivc on (B)(6) 2004 without complication. Pt returned in 2009 for another issue and was found on CT scan of abdomen to have a fragmented filter. One strut was outside the ivc in the area of the right renal hilum, completely detached from the filter. Lacking that strut, the filter had moved proximally and was partially in the right renal vein. The pt is now (B)(6) and no known clinical problem resulted from the filter fracture, so it remains in place. No embolization of filter fragments to lung apparent. Filter serial number (B)(4). Dates of use: (B)(6) 2004 - (B)(6) 2011. Diagnosis or reason for use: dvt.